Event description:
Gemstar pump delivered 135.6 ml out of 200ml of chemotherapy. Patient reports making a call to 800 number with no return call. Visiting nurse informed patient he received adequate amount of chemotherapy.